Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intra-mammary fissure diagnosed by mammogram and confirmed by MRI.

Event description:
Patient reported intra-mammary fissure diagnosed by mammogram and confirmed by MRI. Right side. Device remains implanted.